Event description:
It was reported that a patient had been experiencing increasing pain and dysfunction. Diagnostic work up included an aspiraiton of the left shoulder joint which was positive. Subject underwent removal of implants and placement of antibiotic spacer. Patient ID: (B)(6).

Manufacturer narrative:
On november 10st, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat dwf510 aequalis ascend flex reversed tray low offset th0 serial # (B)(4). Cat dwf361c aequalis ascend flex reversed insert ø36 th+6 std angle 7.5° serial # (B)(4). Cat dwd191 aequalis reversed 29mm glenoid sphere 10° tilted 36mm serial # (B)(4). Cat dwd067 aequalis reversed glenoid baseplate ø29mm long post serial # (B)(4). A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were- compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.